Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had its smart pass feature disabled. Technical services (ts) was consulted and discussed how to reenable it. Smart pass had been disabled due to changes in the amplitude of the patient's rhythm and undersensing of r-waves. Review of stored data indicates shocks were delivered as inappropriate therapy due to oversensing of atrial fibrillations (af) when the device was programmed to the secondary sensing vector, with it currently programmed to the primary sensing vector. The smart pass feature was reenabled. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had its smart pass feature disabled. Technical services (ts) was consulted and discussed how to reenable it. Smart pass had been disabled due to changes in the amplitude of the patients rhythm and undersensing of r-waves. Review of stored data indicates shocks were delivered as inappropriate therapy due to oversensing of atrial fibrillations (af) when the device was programmed to the secondary sensing vector, with it currently programmed to the primary sensing vector. The smart pass feature was reenabled. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product remains in service and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.